Event description:
It was reported by the customer that a pyxis medstation es system experienced intermittent failures with a drawer/cubie pocket. The customer noted that while the device could be temporarily restored, it would subsequently fail again. The customer indicated that this issue has caused delays in the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by intermittently failure in auxiliary enhanced half height drawer 5-1, 7-1, and 7-2. A field service engineer replaced retractor bands to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.